Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The caller was advised to call back if the malfunction code recurred, and they acknowledged and understood the instructions.